Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: the spring wire guide was found kinked during puncture on the patient. The patient's condition is reported as fine.

Event description:
The complaint is reported as: the spring wire guide was found kinked during puncture on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. Visual examination revealed the distal j-tip was slightly deformed. The distal and proximal welds appeared fully and spherical. The returned guide wire was slightly bent 980 mm from the proximal end. The total length of the returned guide wire measured to be 999 mm which is within specifications of 987.5-1012.5 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.037" which is within specifications of 0.037-0.0385" per product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "using the arrow advancer , advance spring-wire guide through needle into vein." The returned guide wire was able to advance through a lab inventory needle with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not insert or withdraw guidewire forcibly from any component. The wire may break or unravel. If guidewire becomes damaged, catheter and guide wire must be removed together." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire j-bend was slightly misshapen. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.